Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a sub-totally occluded right coronary artery (rca) with severe calcification. During the procedure, the oad crown jumped and made contact with the viperwire advance guide wire leading to a guide wire fracture. The wire was unable to be successfully retrieved after intervention attempts. Balloon angioplasty was performed and two drug-eluting stents were placed. A dissection was observed in the posterior left ventricular (plv) artery, however, the patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation resulting in foreign body in patient and vascular dissection is due to device placement or use technique; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 are filed under a separate medwatch report number. D4: the UDI is not known as the part and lot number were not provided. H6: type of investigation code 4118 no longer applies. H6: investigation findings code 3233 no longer applies. H6: investigation conclusions code 11 no longer applies. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional device referenced in b5 is filed under separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a sub-totally occluded right coronary artery (rca) with severe calcification. During the procedure, the oad crown jumped and made contact with the viperwire advance guide wire leading to a guide wire fracture. The wire was unable to be successfully retrieved after intervention attempts. Balloon angioplasty was performed and two drug-eluting stents were placed. A dissection was observed in the posterior left ventricular (plv) artery, however, the patient was in stable condition.